Event description:
Cryo freezer bag burst in the freezer.no patient involvement. Not any patient injury or medical intervention reported during initial report.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4). The sample was not available for evaluation. Review of complaints for this product and problem code over the previous twelve months showed no statistically significant trend. No further investigation is deemed necessary. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). No sample was available for evaluation. A lot number was provided for the product. The manufacturer, baxter mountain home, completed the investigation. They stated that all units are 100% pressure tested prior to sterilization. They are also 100% visually inspected prior to sterilization. No root cause can be identified. The product is in the end of life proceedings and is no longer manufactured. In addition, there has been no increase in complaints of this nature for this product line. No batch review can be performed as the records have been destroyed per procedure due to age and end of life for the product line. No retention samples are kept for this product. The reported cryocyte bag rupture it is consistent with breakage investigated in a corrective and preventive action record ((B)(4)). The lot reported was manufactured before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on (B)(4) 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This product is end of life. It will be kept on file for trending purposes.